Manufacturer narrative:
Upon review of calibration data, different calibrations showed sample short alarms and reaction alarms. Upon review of the alarm trace, several abnormal aspiration alarms were observed. This may be an indicator of poor sample quality. A hardware performance test was run and passed. The investigation determined the linearity (lin) alarm occurred due to the following: when transferring the device application data from the master system c 501 to the c 503, the first measuring point was chosen too early. A stronger decrease in absorbance is in the measurement window at the beginning of the reaction, thus occasionally triggering the lin alarm. A misadjustment of the mixer can also cause lin alarms. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with astp2 aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in an ast value of 46.7 u/l accompanied by a data flag indicating the result linearity was abnormal. The sample was repeated, resulting in an ast value of 63.5 u/l. The sample was then diluted and repeated, resulting in a value of < 47.2 u/l accompanied by a data flag. The sample was then repeated on a cobas integra 400 analyzer, resulting in a value of 31.1 u/l. The serial number of the c 503 analyzer is (B)(4).